Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the pump histories showed that the last basal delivery was a normal bolus. A review of the total daily dose history indicated that the insulin delivery totals correctly reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 250 mg/dl. This level of blood glucose does not meet animas¿ criteria for a reportable adverse event; no adverse event is being reported in association with this complaint. The patient was reportedly seen by their health care provider who advised the patient use insulin pens to lower their blood glucose level. The reporter alleged an inaccurate delivery issue with the insulin pump. This complaint is being reported because there is an allegation against the delivery function of the pump.